Event description:
Adverse event: perforation requiring medical intervention. Onset of adverse event: during procedure. Device issue: none. It was reported that as the voyager nc was post-dilating the 3.5 x 18 mm xience stent, a perforation occurred in the proximal lad. The voyager nc balloon was re-inflated to occlude the flow until the graftmaster could be prepped for use. The graftmaster was advanced, but was unable to cross to treat the perforation. The voyager nc balloon was re-inflated until the perforation resolved. An echocardiogram was performed for pericardial effusion. During the procedure, the pt's blood pressure dropped a little and dopamine and fluids were administered. There were no add'l pt effects. The pt was transferred to the intensive care unit in stable condition. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The jostent graftmaster 4.0 x 16 mm (part# 12746-16/lot# 544204) is being filed under a separate MFR number. In this case, there was no reported product deficiency. Hypotension, perforation, and cardiac tamponade are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.